Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The product support engineer (pse) verified the test setup is correct with the customer. The pse provided parts for the flow sensor assembly and discussed installation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failing performance verification test (pvt) air flow testing at a set of zero and o2 flow at 140. There was no patient involvement reported.